Manufacturer narrative:
In addition to the probe being broken off at the middle of the grasping section, there was a scratch on the probe. No scratches were observed on the grasping section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken when output in seal and cut mode, the probe tip came in contact with metal or a surgical instrument which resulted in scratches being made on the probe. The probe received an output load in seal and cut mode or received a load when grasping tissue, which caused the probe to crack from the scratch and the error occurred. The probe likely broke when a load was added. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported that an unspecified error code appeared twenty-five minutes after the intended procedure (laparoscopic ectosigmoidectomy) was started. The customer reported there was no disassociation of the scissors. After a ten-minute delay, the procedure was completed using a similar device. The device was returned to olympus for evaluation. Inspection and testing found the probe was broken off at the middle of the grasping section. The broken piece of the probe tip was not returned. This report is being submitted for the malfunction found during evaluation (broken probe). Additional information was requested from the customer based on the findings from the device evaluation. The customer later reported the tip broke off inside the patient and was retrieved. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.